Event description:
It was reported that the right ventricular (rv) lead coil had been redistributed after retracting it through an introducer. The lead tested normally and was implanted without issue. The displacement of the rv coil was noted to be very small. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.